Manufacturer narrative:
(B)(4). Batch # unk. The manufacturing record evaluation was performed for the finished device lot number and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure, the stapler misfired. When the surgeon closed down and fired the device, it completely misfired on the rectal stump portion. They had to hand sew the anastomosis. Patient consequence was not reported. No other information was known.